Manufacturer narrative:
Procode: fcl forceps, biopsy, non-electric. Additional procode: fcl. No information provided regarding ae complication reported in literature.

Event description:
As reported: "literature: taguchi et al. 2017. Optimizing rna extraction of renal papilla biopsy tissue in kidney stone formers: a new methodology for genomic study. This was a prospective multicenter study conducted at four institutions located in japan and the united states. During the study period between september 2014 and august 2016, we included patients between 18 and 80 years of age with upper urinary tract stones requiring urs or pcnl procedures. A total of 90 renal papilla tissue specimens from 49 patients. "We obtained renal papillary tissue from upper and/or middle calyces using either 3f biopsy forceps (another manufacturer) or bigopsy backloading biopsy forceps (another manufacturer)." 4 of 19 biopsy patients experienced perioperative complications in matched pair comparison between flexible ureteroscopy with & without biopsy. Authors did not identify what the adverse events were, so it is not possible to determine which devices were used in the cases in which the patient experienced an adverse event. Events per the ¿perioperative complications¿ these are graded ¿ I have pulled the grading also underneath; 1 patient grade 1 ¿ no intervention, 2 patients grade 2 pharmacological treatment, 1 patient grade 3b intervention under general anaesthesia. 4 of 16 biopsy patients experienced perioperative complications in matched pair comparison between percutaneous nephrolithotomy with and without biopsy. In table 4 in the biopsy group 3 patients had grade 1 perioperative complication ¿ no intervention, and 1 patient has grade 2 ¿ pharmacological treatment. The clavien- dindo classification is as follows: grade I any deviation from the normal postoperative course without the need for pharmacological treatment or surgical, endoscopic and radiological interventions allowed therapeutic regimens are: drugs as antiemetics, antipyretics, analgetics, diuretics and electrolytes and physiotherapy. This grade also includes wound infections opened at the bedside. Grade ii requiring pharmacological treatment with drugs other than such allowed for grade I complications. Blood transfusions and total parenteral nutrition are also included. Grade iii: requiring surgical, endoscopic or radiological intervention. Iiia: intervention not under general anesthesia. Iiib: intervention under general anesthesia. Grade IV: life-threatening complication (including cns complications)* requiring ic/ICU-management iva: single organ dysfunction (including dialysis). Ivb: multiorgan dysfunction. This file is being created to capture the 8 perioperative complications that were observed within the ureteroscopy & percutaneous nephrolithotomy group. As it cannot be confirmed what device was used and the location of this event, this report was conservatively submitted under the cook bigopsy® forceps.